Event description:
On (B)(6) 2023 I had a tif (transoral incisionless fundoplication) procedure (transesophageal incision less fundoplication) for gerd and esophagitis. No hernia noted. Esophyx 2 (hd) device implanted. Symptoms worsened. Egd(esophagogastroduodenoscopy) (B)(6) 2026 medium hiatal hernia with tif surgical wrap inside hernia. Surgery (B)(6) 2026 incarcerated type 2 para esophageal hernia with ge(gastroesophageal) junction and stomach in mediastinum. Extensive dissection. Tif scarred and left in.